Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected fields: e1 (initial reporter), h6 (medical device problem code). The fse replaced the helium tubing assembly and performed test. All functional and safety checks performed to meet factory specifications. The failure analysis and testing dept. Received part with a reported unit failure of defective tubing. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the procedure. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
Updated fields: b4, g1, g3, h2 h6, h11. Corrected fields: h6(component codes).

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check, cardiosave intra-aortic balloon pump (iabp) had a faulty pressure sensor. There was no patient involvement reported.